Manufacturer narrative:
Per good faith effort (gfe) response received 30may2025, the customer ultimately replaced the user interface (ui) assembly, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the display was blank even though the device was operating. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was taken out of service. The customer called technical support to report that the display was blank even though the device was operating. The device had a first-generation liquid crystal display (lcd). The remote service engineer (rse) informed that the customer needed 6 parts to repair the device and suggested replacing the user interface (ui) assembly. This investigation is ongoing.